Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syr plastipak 3ml 25x7 veterinary nbs leaked. This occurred on 10 occasions. The following information was provided by the initial reporter: customer informs that no matter how much she correctly attaches the needle to the syringe, ends up losing medication because medicine is leaking out of the syringe. The customer informs that there are about 10 days that have been happening, although the exact day on which the diversion started is not remembered. Although the professional who handles the syringe has direct contact with medications and vaccines at the time of application in pets, the damage is in the financial sense because he has lost medication.

Manufacturer narrative:
H6: investigation summary: photos received for investigation, it was possible to confirm the deviation by analyzing the photo in the syringe sent by the customer. As the product samples with the incident were not received, it is not possible to confirm the root cause. However, the process has been evaluated and according to the investigation carried out, the possible cause for the incident is a failure in the stopper assembly station in the syringe assembly machine. Batch history analysis was performed, quality notifications and maintenance records were verified, and potential records related to failure were not found. H3 other text : see h10.

Event description:
It was reported that syr plastipak 3ml 25x7 veterinary nbs leaked. This occurred on 10 occasions. The following information was provided by the initial reporter: customer informs that no matter how much she correctly attaches the needle to the syringe, ends up losing medication because medicine is leaking out of the syringe. The customer informs that there are about 10 days that have been happening, although the exact day on which the diversion started is not remembered. Although the professional who handles the syringe has direct contact with medications and vaccines at the time of application in pets, the damage is in the financial sense because he has lost medication.